Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights, hled 300. The keypad membrane was damaged and particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of d4 serial # deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled 300. The keypad membrane was damaged and particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to keypad membrane that was peeling off and as a result, it contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. Review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunctions occurred. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of keypad membrane peeling off is very low. As stated by subject matter expert at manufacturer¿s site, the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use each user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.

Event description:
Manufacturer reference number: (B)(4).